Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions: ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: a. To attach needle to syringe: step 1: remove tip cap: hold syringe and pull tip cap off the syringe as shown in figure a. Step 2: insert needle: hold the syringe body and firmly insert the hub of the needle (provided in the juvéderm® package) into the luer-lok® end of the syringe. Step 3: tighten the needle; tighten the needle by turning it firmly in a clockwise direction until it is seated in the proper position as shown in figure c. Note: if the position of the needle cap is as shown in figure d, it is not attached correctly. Continue to tighten until the needle is seated in the proper position. Step 4: remove the needle cap: hold the syringe body in one hand and the needle cap in the other. Without twisting, pull in opposite directions to remove the needle cap as shown in figure e. B. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the luer lock of 1 syringe of juvéderm® ultra xc "cracked" and "broke while injecting patient." Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Visual analysis of the device indicates 1 syringe of 1.0ml with 0.35ml of gel remaining, received in an opened tray with cap and without needle. No defect observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported the luer lock of 1 syringe of juvederm ultra xc "cracked" and "broke while injecting patient." Patient contact occurred. No injuries were reported. The packaged needle was used.